Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : DHR review: no non-conformances on this batch. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 2 additional reports, however no other incidents related to implant loosening. Total for lot no: 3 (B)(4) .

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain and loosening of the tibial component at the cement to implant interface. Depuy cement was used. There was no cement present on the tibial component when it was removed. The cement was well fixed to the bone. Doi: (B)(6) 2015 dor: (B)(6) 2021 left knee.